Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 498 mg/dl. The customer was treated with bolus. The customer was admitted to the hospital. The customer's mother stated she had to call 911 due to the high blood glucose of her son. Customer's that patient has been high all day. Customer's blood glucose at time of 911 call was 414 mg/dl. The customer was treated with insulin drip. The customer was treated for high blood glucose with manual injection. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was still in the hospital and advised to monitor pump.